Event description:
Pt complained of difficulty swallowing. Upon reading x-ray it was discovered that one of four screws placed in the 40mm plate had backed out. Since pt is fused; plate and screws were explanted. Device is being retained and is not available for eval.